Manufacturer narrative:
No button error alarm or audio or beep anomaly noted during testing. Device had intermittent buttons response due to flattened act button dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad was unresponsive as well as the customer was hospitalized due to high blood glucose level. The blood glucose level of the customer was 324 mg/dl. The customer stated that drive support cap was normal and insulin pump was beeping. Troubleshooting was performed. The product will be returned for analysis.